Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Not returned to manufacturer.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated vaginal bleeding, pelvic pain, urinary retention, small tear to lower introitus, 5 cm collection of fluid in the pelvis suggestive of a postoperative hematoma or possible abscess.